Event description:
The facility reported a lady patient sustained a cut leg which required three stiches while being lifted from a chair, possibly caused by a sharp edge on the hoist. Nurses are unsure how it happened.